Manufacturer narrative:
E1: phone ext: 1475. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'remove and reattach' alarm. There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 10/24/2024. H3: one device was returned for repair. Review of event history found cassette not attached properly alarm. No service record for the last 12 months. Visual evaluation found damaged downstream occlusion (dso) seal and fluid ingression on the dso sensor. The most likely cause of the reported error is dso sensor. Replaced dso sensor to resolve reported error. This device passed all functional tests after the repair.